Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant, a loss of capture was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.